Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top and bottom of case are in excellent condition. Customer's reported issue was not duplicated during syringe test. The root cause of the reported issues was not determined. Calibrations are within manufacturer specification. Actions taken to mitigate the reported issue: barrel clamp guide, barrel clamp rod and barrel clamp spring were replaced as per a corrective and preventative action unrelated to the reported event. Performed power up process and device passed all the test. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that device will not recognize the syringe and is intermitting from time to time. No patient injury reported.